Event description:
The pt presented with mid sfa stenotic disease. Prior to the successful implantation of four gore viabahn devices, the pt received 5000 units of heparin. While the pt was still on the table, occlusions occurred in all of the four devices. An angio jet procedure was performed followed by a tpa 24 hour drip treatment. Flow to all of the devices and foot were re-established. The pt was reported to be in a hypercoagulatable state. The pt's condition was reported to be fine after the procedure.

Manufacturer narrative:
Three additional devices of the same model number (wlg335) were involved in this event. Mfg info are as follows: device #2 - lot# 05527364, catalog# vbh061002, expiration date - 10/31/2010. Device #3 - lot# 05605960, catalog# vbh060502, expiration date - 11/30/2010. Device #4 - lot# 05527427, catalog# vbh060502, expiration date - 10/31/2010. Three additional devices of the same model number (wlg335) were involved in this event. Device 2 - device MFR date - 12/2007; device 3 - device MFR date - 01/2008; device 4 - device MFR date - 12/2007. Devices remain implanted and functioning as intended. A review of the mfg paperwork of each of the four lot numbers were conducted. The review of the mfg paperwork verified that each of the four lots met all pre-release specifications. The pt's condition of being in a hypercoagulatable state may have contributed to the event.